Event description:
Boston scientific received information that this implantable defibrillation lead exhibited a high out of range pacing impedance measurement greater than 2,000 ohms. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable defibrillation lead and cardiac resynchronization therapy defibrillator (crt-d) continued to exhibit high out of range pacing impedance measurements greater than 2,000 ohms. This product remains implanted and in service. No adverse patient effects were reported.